Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported seeing persistent thermometer icon. The patient reported they have two rechargers and neither is working as expected. One recharger is repeatedly displaying the thermometer message and the other is displaying the reposition antenna message. The patient reported they made sure they're not charging in a hot or poorly ventilated area and indicated seeing the thermometer message immediately after starting the charge session. The patient indicated they tried 3 other antenna which did not resolve the problem. The patient confirmed their programmer was still communicating with their ins; however ins was showing battery was empty and needed to be charged. Patient indicated stimulator needed repair because it was not working properly. Additional information was received. The patient received a replacement antenna but was still getting the thermometer screen.